Event description:
It was reported that the cpc connector was broken on the device. There was no patient involvement reported and no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4). Damage to drive connector or coupling. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The cpc connector was broken. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.